Manufacturer narrative:
As reported in a research article, a 40-year-old male patient with prior orthotopic heart transplantation for tricuspid atresia, previous palliation surgery for refractory cardiac failure, and severe tricuspid regurgitation due to multiple endomyocardial biopsies. It was reported that a 31 mm epic valve was implanted for off label use in the tricuspid valve. It was then reported 10 years post-procedure, the patient presented with right heart failure due to severe stenosis and tricuspid regurgitation. Tte reported leaflet calcification and reduced mobility. A transcatheter valve-in-valve was performed using a non-abbott device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "transcatheter tricuspid valve-in-valve intervention for severe bioprosthetic structural valve deterioration in a cardiac allograft", was reviewed. The article presented a case study of a 40-year-old male patient with prior orthotopic heart transplantation for tricuspid atresia, previous palliation surgery for refractory cardiac failure, and severe tricuspid regurgitation due to multiple endomyocardial biopsies. It was reported that on an unknown date, a 31mm epic valve was implanted for off label use in the tricuspid valve. It was then reported on an unknown date 10 years post-procedure, the patient presented with right heart failure due to severe stenosis and tricuspid regurgitation associated with the epic valve via transthoracic and transesophageal echocardiography (tte and tee, respectively). Tte reported leaflet calcification and reduced mobility. The patient's mean gradient was 6mmhg associated with 50mmhg of systolic pulmonary artery pressure and a dilated right ventricle with preserved systolic function. A decision was made to perform a transcatheter valve-in-valve with a 29mm edwards sapien 3 valve. The patient was discharged on post-operative day 4. [The primary and corresponding author was besart cuko, department of cardiology and cardio-vascular surgery, hôpital cardiologique du haut-lévêque, bordeaux university hospital, av. Magellan, 33604 pessac, france, with corresponding email (B)(6)].

Manufacturer narrative:
Literature article: transcatheter tricuspid valve-in-valve intervention for severe bioprosthetic structural valve deterioration in a cardiac allograft. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.